Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient could not get their machine to work. According to the patient they keep turning it up, but does not feel anything. The patient further indicated they had back surgery on (B)(6) and while the system was turned off for the surgery since turning the unit back on the patient does not feel a thing. Prior to the surgery the patient was set to 3.0 on program 1 and had tried increasing all the way to 4.9. During the call stimulation was found to be turned off. After turning stimulation on the patient first decreased to 2.0 and then increased to 4.1, but still did not feel stimulation. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.